Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(4) bluetooth device was performed and passed. A download was performed and passed. A review of the share logs was performed and issue was not found for serial number (B)(4) within the investigation window.  The allegation was not confirmed. The probable cause could not be determined. The reported event of signal loss over an hour is reportable based on findings. No injury or medical intervention was reported.